Manufacturer narrative:
The pump alarmed during the self test due to a faulty component on the remote frequency board. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father initially reported via phone call that the insulin pump alarmed compromised force sensor system while the customer was in the car. The alarm history was checked and it actually showed a failed self test alarm. It was stated that the alarm occurred 3 times in two days. Blood glucose value was 12 mmol/l. The alarm did not occur during the rewind/prime sequence. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.